Manufacturer narrative:
H3: investigation results - the optetrak device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s knee instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. Corrected h6 health effect - clinical code to reflect the indicated failure mode.

Event description:
As reported, approximately 3.3 years post initial right tka, the 47 y/o female patient presented back to surgeon's office with right knee instability and confirmed recalled polyethylene. The patient was scheduled for a right tka revision poly swap and patella resurfacing with an implant. The patient had a revision right knee procedure where the original poly implant was removed, and a new thicker 13mm crc anterior stabilize insert was chosen and implanted. The patella was also resurfaced with a round 32mm patella implant. The patient left the or stable. There was no breakage of the device. Patient was last known to be in stable condition following the event x-rays received. The devices are not available for evaluation due to the implant goes to the lab and then legal and is retained by the hospital.

Manufacturer narrative:
Section d10: concomitant products truliant cr por fem cr por right sz 2.5 (cat# 02-020-14-0325 / serial#: (B)(4)); truliant por tib tray size 2.5f/2.5t (cat# 02-022-55-2525 / serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, h6: health effect - clinical code, medical device problem code, component code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.